Event description:
Additional information was received from the healthcare professional. It was reported that the cause of the sensitive sensation felt on their back was due to stimulator migration. The issue has resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back to answer the letter that came. Patient reported that it was their understanding that the cause of the inability to connect to the stimulator was because the device moved. The patient stated the cause was unknown for the sensitive sensation felt on their back and in a sitting position but they were scheduled to have an "operation" next week (B)(6) 2024 to put the implanted device "back in place." The patient stated their managing health care provider (hcp) told them they would probably be able to determine the cause when they did the surgery. Patient services documented the reported answers and the patient is going to discard the patient letter.

Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the whole thing moved to the left side on their buttock about a week ago after playing with the grandkids. Patient stated it hurts and it is quite painful. Patient service specialist asked if the stimulation sensation is stimulating patient and if that is what hurts. Patient stated that when they sleep on their back and when they sit, they feel the sensation is kind of sensitive. Patient is not able to communicate with the stimulator patient service specialist had patient try to connect with the communicator and patient reported seeing device not responding reposition communicator. Patient tried to reposition it an, but patient was unable to connect to their stimulator. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.